Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 03-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: there were no pump reboot events observed in the pump history. The battery compartment was found to be cracked. The battery cap had stripped threads and was unable to maintain a connection. The alleged power issue was duplicated.